Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation of the heart wall. The patient experienced shortness of breath and pericardial effusion. The patient underwent a surgical intervention and the lead was replaced. No additional adverse patient effects were reported. The device remains in hospital's possession.